Event description:
Healthcare professional reported "rupture" diagnosed via MRI and later reported "any creases". This record is for the right-side. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. ¿ crease / folding of implant: observed. As per the investigation procedures, wear abrasion and deformation were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture diagnosed via MRI. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported "rupture" diagnosed via MRI and later reported "any creases". This record is for the right-side. Device has been explanted and replaced.